Manufacturer narrative:
G1: contact office phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting an intermittent v60 ventilator touchscreen issue. The device was not in clinical use. There was no report of harm. There was no patient or user impact. A philips authorized service provider (asp) evaluated the device and reported difficulty with touchscreen responsiveness. The customer reported the issue did not resolve with a standard touchscreen calibration. After charging the device for 24 hours, the asp performed an advanced calibration from the touchscreen diagnostics screen, then repeated the standard touchscreen calibration. The device was confirmed to be operating per specifications and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The asp completed a screen calibration after the standard screen calibration. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.